Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's connector to the circuit could not be removed. It was also stated that the device had leaked visible from the distal area where the rings end and the next metal portion that joins to the cuffs. There was no reported patient involvement or outcome.